Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected false bradycardia and pause episodes due to undersensing of qrs. It was further reported that the device experienced oversensing on tachycardia episodes. The icm remains in use. No patient complications have been reported as a result of this event.